Event description:
The customer received a questionable low troponin t (tnt) result on the elecsys 2010 rack analyzer for one patient sample. The initial tnt result run from an aliquot of the primary sample tube was < 0.010 ug/l. This result was accompanied by a data flag. The sample was repeated twice. The first repeat run from the same aliquot was 0.174 ug/l. The second repeat run from a sample cup was 0.173 ug/l. The customers' laboratory protocol is to repeat all tnt results from patients with no recent tnt history or tnt results that do not match previous tnt results. The initial tnt result was not reported outside the laboratory and the patient was not affected. The reagent lot number for tnt was 15887701. Investigation of the data provided concluded insufficient sample clotting time and or foam on the sample as possible causes for the low troponin t result. The customer uses a < 19 minute clotting time, and should use 30 minute clotting time. The patient was not affected by the event.

Manufacturer narrative:
The event occurred in (B)(6).